Event description:
It was reported that the patient experienced withdrawal symptoms beginning a week prior to the report. The pump was near end of life (eol) and was alarming. The pump had been scheduled to be replaced at the beginning of (B)(6), 2012; however, the replacement was postponed to (B)(6) due to the patient having a stroke. The patient was not receiving medication at the time of the report. The reporter requested the password to have the pump permanently shut off. The reporter stated that the therapy had been fine. The device was used to deliver morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).